Event description:
It was reported on 11-sept-2022, that the inserter retracted the wire over needle after meeting resistance during insertion. The needle sheared the wire, and the wire uncoiled. The device and wire was retracted from the patient. There was physician assistance for wire extraction. There was no patient injury or consequence.

Manufacturer narrative:
Qn #(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided three photos for analysis. The complaint of guidewire and needle resistance was able to be confirmed by the photos as they revealed an unraveled guidewire. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of guidewire and needle resistance was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on 11sept2022, that the inserter retracted the wire over needle after meeting resistance during insertion. The needle sheared the wire, and the wire uncoiled. The device and wire was retracted from the patient. There was physician assistance for wire extraction. There was no patient injury or consequence.